Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the employee could not issue medication. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the employee could not issue medication because the issue button was not showing. A technical support specialist remoted in as a tester and tried to see if the button was still there. It allowed the tester account to issue medication and found nothing wrong with the system. The system functioned as intended after the technical support specialist checked the system.